Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted, and rv lead was returned for analysis. No adverse patient effects were reported. Additional information indicates that this brady lead was not successfully implanted via left bundle branch pacing (lbbp). During repositioning, the helix was found to be slightly bent and would not retract.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the helix was slightly bent and was unable to be retracted. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted, and rv lead was returned for analysis. No adverse patient effects were reported.